Event description:
Additional information received - the facility indicated the original information reported - foreign body was observed - was incorrect. The correct information was the lens tore during loading.

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a small piece of one haptic torn off. The lens was returned dry. (B)(4).

Event description:
The reporter indicated a 11.5mm icm115v4 implantable collamer lens was opened and during the loading process, a foreign body was observed on the lens. The lens was also torn. There was no patient contact. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). Claim # (B)(4).